Event description:
It was reported that use the dilator on the patient, the dilator is bent and cannot be used. No patient harm reported. No other information was provided. It was reported this occurred with two devices. Two devices were returned for evaluation. The returned devices exhibited an abrupt transition on the micro introducer sheath. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of bending in the shaft of the microintroducers is confirmed and was determined to be manufacturing related. Two 4.5 fr microintroducers were returned for evaluation. A microscopic observation revealed the gray sheath of sample 1 to have an abrupt transition rather than a smooth transition from the tipping process as it was compared against a non-complainant device causing the microintroducer to bend. The gray sheath in sample 2 appeared to have an abrupt transition at the distal end of the microintroducer. The distal end of the microintroducer sheath appeared to have some deformation from use where buckling of the sheath appears to have occurred. After comparison of the devices to a non-complainant device it appears the transition at the distal end of the gray microintroducer sheath was too abrupt causing the devices to buckle. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.